Event description:
It was reported that balloon rupture occurred. The 100% stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, after inflation at 10 atmospheres for 5seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications or injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, after inflation at 10 atmospheres for 5seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications or injuries reported and the patient was in good condition post-procedure. It was further reported that the device used first was coyote es mr 3mmx40mmx146cm and followed by coyote es mr 2.5mmx40mmx146cm. Both were used in same patient and same procedure.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).